Event description:
(B)(6) results were obtained for samples from two patients with negative advia centaur xp hbct results. Repeat testing was performed on multiple instruments and the results were (B)(6). The samples were tested with an alternate method and the results were negative for hbsag and hbct. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result with the alternate method is unknown. The qc and calibration were acceptable for all the runs at the customer site. The samples for both patients were received for further testing at the manufacturing site with reagent lot # 159. The in-house (B)(6) results are as follows: patient 1 (redraw sample sid (B)(4)): 4.24 (reactive); advia centaur (B)(6) confirmatory result: confirmed ((B)(6) positive); hama interference: negative. Patient 2 (sid (B)(4)): 64.24 (reactive); advia centaur (B)(6) confirmatory result: not confirmed ((B)(6) negative); hama interference: negative. Patient 1 (sid (B)(4)) showed the same result as the customer and confirmed for the presence of (B)(6). Patient 2 (sid (B)(4)) showed the same result as the customer and did not confirm for the presence of (B)(6). The customer site does not run the advia centaur (B)(6) confirmatory (conf) assay. The IFU states in the interpretation of results section: "if at least two of the three results are reactive (positive), the sample is repeatedly reactive (positive) and the presence of (B)(6) should be confirmed with the advia centaur (B)(6) confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." "If the sample is greater than 50, the specimen is positive for (B)(6) by the advia centaur (B)(6) assay. Note: when the advia centaur (B)(6) assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur (B)(6) confirmatory assay must be used to confirm the result." The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assay for specific (B)(6)serological markers." "For diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.